Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, stent damage occurred. The lesion was located in the distal right coronary artery (rca). The vessel was of average tortuosity with a 90% stenosis and calcification. The physician implanted a 20x3.5mm liberte stent in the mid rca. Then, the physician attempted to deliver a 20x3.00mm liberte stent to the distal rca, but the stent became stuck on the proximal edge of the previously deployed 20x3.5mm liberte stent. The 20x3.00mm liberte stent was withdrawn and it was noted that the device edge was flared. The procedure was successfully completed with another of the same size liberte device. There were no patient complications reported, and the patient condition is listed as fine.